Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determined if it could have contributed to the hyperglycemia. The user reported a dislodged cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. No product lot number was reported therefore no qualification records were reviewed.

Event description:
The customer reported her blood glucose reached between 250 mg/dl to 380 mg/dl less than 48 hours after the pod was activated. Upon removal she noticed the cannula had dislodged out of the infusion site and there was also a bend in the cannula.